Event description:
The customer reported the system displayed a data error followed by several other error messages. The field engineer reported that the data error prevented the system from performing fluoroscopy x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded. The system was then found to be operating as intended.